Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022 during a surgical procedure, while drilling the surgeon made contact with nail and the drill bit passed through the nail. There was no issue placing the screw. There was no surgical delay and the procedure had completed successfully. There was patient involvement. This complaint involves one (1) device 4.2 3-fltd drill bit qc/330/100 calib. This is report 1 of 2 for complaint (B)(4).